Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the single-site permanent cautery hook tip detached during the myoma extraction process despite the absence of excessive movement. The instrument was immediately removed and replaced with a backup instrument to proceed with the surgery. There were no adverse events or delays for the patient, and no debris fell off. The procedure was completed with no reported injury. No fragment fell in the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not completed. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.